Event description:
Pt reported there are "black spots" on the infusion device display. No physiological effects were reported. Pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and returned for eval. The infusion device was replaced and returned for eval. The infusion device was evaluated, and the complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact, and the broken display can lead to misinterpretation of insulin delivery amounts.